Manufacturer narrative:
Date of event: (B)(6) 2019.date of report: 09/05/2019.the biomedical engineer contacted product support and was advised to re-installed bracket screws and torqued tight. The biomedical engineer re-installed bracket screws and torqued tight to address the reported problem.

Event description:
The biomedical engineer reported that the unit is failing the ground continuity test. The customer reports no continuity to o2 inlet bracket. The customer reported that the unit was not in use on patient.